Event description:
The pace/sense portion of this lead was capped and replaced on (B)(6) 2018 due to the oversensing of noise. A pace/sense lead was implanted with no issues. The shocking portion of this lead is still active. No inappropriate shocks were delivered to the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.